Event description:
It was reported that the user experienced elevated blood glucose levels in the 300s after insulin delivery stopped overnight and into the following day, despite a recent cartridge change and no alarms indicating a dosing stop, with sensor data also showing a gap during the same period while the ilet resumed delivery and glucose trended down after the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user and available system data, with plans to review engineering logs. Investigation of this case revealed no findings available due to insufficient information, and the specific device component could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.